Event description:
The customer reported a "speaker malfunction". The device was not in use monitoring a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device is displaying speaker malfunction. The device was not in use monitoring a patient at the time of the event.